Event description:
It was reported that this patient with a pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) lead. It appears that the noise is occurring all of the time. Technical services (ts) reviewed the episode and found the noise is being oversensed resulting in pacing inhibition of greater than two seconds on the rv channel. Additionally, the patient is experiencing syncope. Ts is concerned about lead operation base on the amount of noise present. It was noted that all lead measurements are within range. Ts recommended to perform isometric testing with serial impedances to see if there are any oor measurements. At this time, the pacemaker, ra and rv lead remains in service. No adverse patient effects were reported.